Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer unplugged the pump and plugged it back in to the original charging supplies to resolve the issue. Additionally, multiple, unexpected resets occurred. The customer's blood glucose level was 145mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.